Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's programmer received the message "the generator has reached end of service". Surgical intervention may take place at a later date to address the issue.